Manufacturer narrative:
The technician replaced the head drive and reconnected the cardio pulmonary resuscitation cable to resolve the issue.

Event description:
Technician alleged the cardio pulmonary resuscitation was not working. No patient impact.